Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: during investigation, the battery was returned with the pump. The pump's electrical current draws were within specification. There was no evidence of moisture in the battery compartment or internally. The power flex and components were inspected with no defects found. The pump was tested for a minimum of 24 hours with the returned pump on the customer settings with no errors, alarms or warnings, overheating or power loss. The black box verified the voltage pressures were steadying with no sudden drops prior to the pump reboots. The black box verified a pump reboot power interruption at the time of overheating.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.(B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.